Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific corporation that a captivator ii - 10mm snare was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the snare did not cut. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event.